Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3000tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of approximately 11 years, 11 months due to insufficiency. The tavr was performed with a 23mm 9750tfx transcatheter valve. The patient is a (B)(6) male.

Event description:
It was reported that a patient with a 23mm 3000tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of approximately 11 years, 11 months due to insufficiency. The tavr was performed with a 23mm 9750tfx transcatheter valve. As reported by the field clinical specialist, no premature failure. No additional information has been provided.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.